Event description:
It was reported that 32 bd¿ blunt 5 micron filter needle label were smeared. The following information was provided by the initial reporter: reason of rejection: we have perform our sample size inspection and found defective product in our incoming area. 32 pieces were inspected and out those pieces 8pcs were found with empty packages and the 32 pieces have illegible exp.

Manufacturer narrative:
Initial reporter phone #: (B)(6). : it was reported eight packages were empty and thirty-two packages have illegible expiration dates. To aid in the investigation, twenty samples in sealed packaging blisters was received for evaluation by our quality team. Received was four strips of five packaging blisters each. Each strip has three packaging blisters with the product inside and two empty. The lot number and expiration date were also evaluated. Both are considered acceptable. The sample information is available on the shelf box and case carton label. For the package empty defect, it could be possible a jam occurred at the packaging feeder inducing the empty packaging blister. A device history record review was completed for provided material number 305211, lot 2245339. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the packaging feed was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom of package empty reported by the customer is confirmed. However, package print permanency was not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10